Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a vibratory notification. Device interrogation indicated that device had entered bvvi mode. A device image was reviewed for further investigation. A device download was performed successfully, and the device was restored. The patient will continue with regular follow-up.